Event description:
It was reported that the device was explanted due to infection. Patient doing very well post procedure.

Manufacturer narrative:
Evaluation description: analysis was normal. No anomaly was found.